Manufacturer narrative:
Concomitant products: product ID: 694865, lead, implanted: (B)(6) 2007. Product ID: 5866-38m, adaptor; product ID: 5071-35 x2, lead, implanted: (B)(6) 2007.

Event description:
It was reported that a transmission observed the left ventricular (lv) lead alerted for low impedance. It was noted that the lv lead had chronic high thresholds since implant. It was also observed that the right ventricular (rv) and right atrial (ra) leads exhibited poor sensing and measured high thresholds. All the leads remain in use. No patient complications have been reported as a result of this event.